Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a pump error 53 during bolus and then received a pump error 15. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was returned for the motor arm cannot communicate with the main arm error and software error detected alarms; the format history file analysis confirmed the motor arm cannot communicate with the main arm error and software error detected alarms due to software error. However, the insulin pump passed full functional test including displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected critical block and inverse critical block error alarms noted during our testing. The insulin pump was received with scratched case and fading serial number label.